Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the locator and sheath were inserted in a proper way. They heard a "click" during placement of the angio-seal device, then pulled back to deploy. The device came out, the anchor and collagen plug were still in the device. The patient condition was reported to be stable. Hemostasis was achieved by manual compression. The estimated blood loss was about 100 cc. There was no medical or surgical intervention required. Additional information was received on 10/1/2018: the procedure being performed was a antegrade pta (percutaneous transluminal angioplasty), sfa(superficial femoral artery) and truncus tibioperonealis. A 6 fr. Sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for evaluation. Visual inspection revealed that the carrier tube assembly was returned separately from the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the carrier tube and the bypass tube was dislodged proximally. There was a kink observed near the blood inlet holes of the hemostasis sheath. The bypass tube was resituated over the anchor, the device was subjected to functional testing by mated the carrier tube with the returned hemostasis sheath. The deployment sleeve was moved into the forward lock position, and the anchor exited from the sheath. The device was then moved to rear lock position and the anchor posted against the sheath tip. Digital force was then applied to the anchor and the suture unwound and tamper tube released as intended. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was withdrawn with force after latching of the carrier tube to the hemostasis sheath. However, the exact cause of the reported event cannot be definitively determined.